Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had a no delivery alarm during manual prime. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer found that the insulin came out from the connection of the infusion set and the reservoir. Customer stated that the insulin did exit. Customer declined to further troubleshoot at this point. Customer already changed the set and the reservoir out. Customer reported that the alarm was resolved by a complete set change. Customer will return his supplies for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.